Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, the following additional information was received. The handle was intentionally split so that the actuator wire could be manipulated in an attempt to free the device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the suture of one prostyle device was successfully pre-placed; an unknown failure occurred with the second and third devices. With the fourth prostyle, the lever was closed and the foot was retracted; however, the device could not be removed. The physician pushed down the prostyle to make sure it was not stuck in the artery, but the device remained stuck. A surgical cutdown was performed to remove the device and to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.